Event description:
The customer contacted stryker to report that intermittently their device would shut off by itself. In this state defibrillation therapy may be delayed or unavailable if needed. There was no patient use reported for this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a loose battery connection plate. The battery plate bolts were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.